Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5086mri58 implantable pacing lead implanted 2013-(B)(6). (B)(4).

Event description:
It was reported that post implant during a device check that the atrial capture management (acm) feature didn¿t operate properly and a high threshold was reported. An x-ray was taken and no change in the lead position was reported. Re-programming was performed. The lead and device remain in the patient. No patient complications have been reported as a result of this event.